Event description:
A nurse was making an adjustment to the monitor position, when she placed the palm of her hand against the bottom of the monitor screen to push the screen height up for visibility. When the monitor tipped off of the bracket that was attached to a movable arm, the monitor fell on its side onto the counter top below. The nurse was unwary her palm was against the monitor release button. No harm to staff or patient, on this event. Manufacturer response (as per reporter) for monitor, physiological, mp70manufacturer had educated staff about release button on the front of the monitor when the monitors where installed. After the event the manufacturer informed hospital about a safety latch assembles that will prevent premature separation from bracket arm, but was not offered to facility at time of monitor purchase. The release latch for monitor is located on the front of the monitor, and only needs to be depressed 1/8" for the monitor to separate from the mounting arm bracket. The button on the monitor appeared to be just a design in the monitor casing. No labels or warning noted on the release button. For safety reason the button should have had a warning label that flags the user, not to push against the release button. The manufacturer needs to address this issue of safety and the potential of harm or injury, to both the user and patient.